Event description:
The incident involved a patient whose blood glucose tested higher on the device compared to a reference method. The device result was 36 mg/dl and the reference method was 19mg/dl. The patient was treated with food and d5 dextrose. Controls were in range on the system.